Event description:
Started swelling and having frequent trips to the ER. Dry heaving,constant infections,abdominal pain, and spotting after periods. Restless, groggy, grouchy, and really bad headaches. (B)(4).